Event description:
N/a.

Event description:
It was reported that during a routine check done the cs100 intra-aortic balloon pump (iabp) was giving a maintenance required code #3. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported issue. The fse checked the unit, but no error code was observed. The fse performed all functional tests, and the unit successfully passed. The fse rebooted the unit multiple times. No error occurred. The fse checked the performance of the unit with a trainer and a balloon connected. The unit was working satisfactorily. All functional and safety checks were performed to meet factory specifications. The iabp was returned to the customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).